Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The distal segment was returned and analyzed. The lead was received with explant damage and no fracture was observed. The lead and all conductors were stretched. Blood/body fluid was present on all conductors. The outer insulation was melted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead impedance was high, > 2500 ohms. The device wouldn't allow the lead to go to true bipolar, and the impedance has been trending upward for more than two months. A manufacturer technical consultant said this is consistent with a fracture. It was also reported the lead was occluding all useable veins. The lead was explanted and replaced with an additional report of infection. No further patient complications have been reported.

Event description:
It was reported the left ventricular lead impedance was high, > 2500 ohms. Device won't allow the lead to go to true bipolar, and the impedance has been trending upward for more than two months. A manufacturer technical consultant said this is consistent with a fracture. It was also reported the lead was occluding all useable veins. It was further reported the system was explanted due to infection, but follow-up with the nurse revealed there was no infection and the lead showed elevated thresholds. Lead was explanted and replaced. Later review of the manufacturer's database revealed the patient died six weeks later. It was reported that she had been admitted to the ER with fluid overload and was unable to be resuscitated and died of heart failure. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The distal segment was returned and analyzed. The lead was received with explant damage and no fracture was observed. The lead and all conductors were stretched. Blood/body fluid was present on all conductors. The outer insulation was melted.